Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on unknown date and mesh was implanted. It was reported that the patient experienced pain recurrence and required additional surgery. No additional information was provided.

Manufacturer narrative:
Additional patient code: (B)(4). It was reported that the patient underwent a hernia repair surgery on (B)(4) 2015 and proceed mesh was implanted. It was reported that the patient underwent mesh repair on (B)(4) 2017 and parietex was implanted due to adhesion and recurrent hernia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.